Event description:
During a routine follow-up interrogation, it was reported that a 4 minute download and 2 microprocessor restes noted. The files from the interrogation were reviewed by the MFR. The MFR stated that the origin of the reported behavior could not be identified; therefore, it is recommended that another interrogation be performed very soon. The files from this new follow-up will then be forwarded and reviewed at that time.

Manufacturer narrative:
Microprocessor reset message found. The analysis on this case is pending.